Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service representative went onsite. Investigation revealed unit system initially would not pressurize. Flow analyzer and pressure transducer runs in specifications. Performance check ran for 30 minutes with no issue, the map (mean airway pressure) is around 24.2, delta p 62. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 3100a wont pressurize, bias flow knob not working and one of the bellows clamp very hard to turn. As of this time there is no information about patient involvement associated with this reported event.